Manufacturer narrative:
Concomitant medical products: dbb1d1 ICD implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and high thresholds. The lead was capped and an implantable cardiac monitor (icm) was implanted. No patient complications have been reported as a result of this event.